Event description:
It was reported that a home patient noticed black particulate matter in the patient line connected to a homechoice (hc) device. The patient was not connected. This occurred during peritoneal dialysis therapy. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.